Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient felt stim intensified when he was chopping ice and he was having tetanic contractions in his legs that prevented him from walking. The patient met with a rep and the issue was resolved. The week prior to the call, a similar issue happened when the patient was raking the yard. He felt the stim increase significantly, but it was not as severe as the previous time. The patient said "it was almost like the act of raking altered the position of the electrode in his spine." An x-ray was done and nothing had changed. The patient turned stim off, and when he turned it back on, stimulation was back to normal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient provided their weight information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they were outside chopping ice, when suddenly, their stimulation increased so much that they had to crawl into the house. They added that the stimulation was uncomfortable, and they could not walk. They stated that once they got into the house, they were able to use their programmer to turn off the stimulation, which resolved the issue. Additional information received from the manufacturing representative (rep) on 2019-12-04 indicated that the severe stimulation affected the patient¿s ability to walk. They stated that the patient was able to use the programmer to turn stimulation back on and felt the same severe stimulation, so they turned it off again. The rep interrogated the implantable neurostimulator (ins) with the clinician programmer and turned the patient¿s programming to 0v. The rep then slowly ramped the stimulation back up to approximately where the patient typically sets the stimulation, and the patient confirmed they were feeling it comfortably. It was noted that with the ins on, the patient¿s pain coverage remains the same as it was prior to the event. The rep had the patient then use the programmer, and the patient mentioned that the stimulation felt 100 times more intense with the programmer than when using the clinician programmer. The rep confirmed that the programmer showed the same amplitudes they had set with the clinician programmer. The rep mentioned that they were unable to replicate the stimulation event in the office on the day of the report. They added that the stimulation is slightly more intense when the patient stands but is not like it was when the event occurred. The rep mentioned that impedances at 3.0v are normal on various reference electrodes; 500-700 ohms. It was noted that the patient does not use adaptive stimulation. The rep palpated the system with the stimulation on and couldn¿t elicit any change in stimulation. Technical services reviewed that it is the patient¿s decision if they want to continue using the ins, and suggested imaging to check for lead migration. No further complications were reported or anticipated.